Event description:
High thresholds, loss of capture even at max output, fracture/possible fracture, high impedance greater than 3000." Lead manufactured by st. Jude mpxr report # (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).